Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker dependent patient was scheduled for a device replacement procedure due to not having previously received software updates to the most recent versions. At the time of interrogation, this device was successfully upgraded to the latest version, and the clinic requested a battery analysis to determine whether device replacement was still necessary. The patient was already present in the clinic for the scheduled procedure, and the replacement was initially postponed pending analysis following the software update. Initial technical services (ts) analysis identified a code 1003 with potential high battery impedance and recommended device replacement within a limited timeframe due to battery measurements approaching radio frequency (rf) telemetry disablement. However, the field representative indicated that no code 1003 was observed during interrogation and requested clarification as to why the code had not been previously recorded. Ts explained that since this device had previously been operating on an earlier software version, it was not able to record a code 1003 before, as this code is associated with newer software versions only. Ts also clarified that following the software upgrade, additional daily measurements would be required before the alert could be generated. Ts subsequently reanalyzed the device data and determined that the initial data reviewed corresponded to a different device. Upon review of the correct device data, it was confirmed that this pacemaker did not exhibit any codes or abnormal measurements and was operating within expected parameters without requiring replacement. This updated information and the analysis discrepancy were communicated to the field representative and subsequently to the physician. However, despite this clarification, the device replacement procedure had already been performed. The patient outcome was reported as expected to fully recover and the patient was discharged on the same day. This pacemaker is expected to be returned for analysis. No additional adverse patient effects were reported.